Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, one triclip was implanted. Imaging became challenging post deployment of first clip. Post deployment of second triclip, single leaflet device attachment occurred from septal leaflet. Per the physician, slda was due to the trajectory going into the valve. An attempt was made to third clip. There was insufficient tr reduction and the triclip was removed from the anatomy. The tr was decreased to grade 3 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda was related to procedural condition due to trajectory going into the valve. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, one triclip was implanted. Imaging became challenging post deployment of first clip. Post deployment of second triclip, single leaflet device attachment occurred from septal leaflet. Per the physician, slda was due to the trajectory going into the valve. An attempt was made to third clip. There was insufficient tr reduction and the triclip was removed from the anatomy. The tr was decreased to grade 3 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.